Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during video laparoscopy hysterectomy, there were issues with energy activation and sealing, including no seal being achieved, no evidence of energy delivery, and end tones being heard. The tissue being sealed at the time of the issue was the dissection of the peritoneum. The tissue bundle was small when the problem occurred. The jaws of the handpiece were cleaned very frequently due to the difficulty of use. Additionally, there was a problem with activation of the purple button, which was sticking and causing a cycle error. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during video laparoscopy hysterectomy, there were issues with energy activation and sealing, including no seal being achieved, no evidence of energy delivery and end tones being heard. The tissue being sealed at the time of the issue was the dissection of the peritoneum. The tissue bundle was small when the problem occurred. The jaws of the ligasure handpiece were cleaned very frequently due to the difficulty of use. Additionally there was a problem with activation of the purple button, which was sticking and causing a cycle error. A new handpiece was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the a minor bend to the shaft of the device. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. Rotation wheel was a little stiff, likely due to the shaft damage. Damage likely occurred during use. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No issues were observed in the button/switch. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. No electrical or wiring issues were found. The device was disassembled and no damage was found inside. It was reported that there were issues with energy activation, device was not sealing and there was a problem with activation of the purple button, which was sticking. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of device shaft damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not bend the instrument shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.